Event description:
A pt reported experiencing inaccurate low results with an ot basic enhanced meter. The pt's blood glucose results were 158mg/dl (meter), 224mg/dl (lab). Tests were done 21-30 minutes apart with a difference of 21. Pt did not experience any adverse events. No further info has been reported.